Event description:
The advocate received an accidental finger stick when trying to remove a lancet from his wife's microlet lancing device.the product information was not provided.the device is expected to be returned for evaluation and a new one was sent to the customer

Manufacturer narrative:
The model # was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.